Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument was not articulating. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The emdowrist vessel sealer instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument was not articulating due to broken snake wrist cable. The broken cables from slots 6 and 7 strands stuck out and measured roughly 0.173. The conductor wire and other cables were not damaged. Failure analysis investigation also found that the instrument snake wrist was dislodged. The distal hub that was attached to the snake disc was dislodged and was not sitting in its place. This along with the snake wrist's broken cable can impact instrument movement. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the snake wrist cable could likely cause or contribute to an adverse event, if the malfunction were to recur.